Manufacturer narrative:
There was no death associated with the defibrillation event. No information to suggest the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The patient alleged that the response buttons were pressed prior to the treatment delivery while the device was alarming. The flags do not indicate that the response buttons were pressed. The investigation into the functionality of the response buttons will continue upon recovery of the monitor. At this time, the software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient alleged pressing the response buttons but at this time of the investigation, there is no indication of the response buttons having been pressed). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced and inappropriate defibrillation event consisting of one shock. The patient was reportedly conscious, standing, and getting a drink of water at the time of the event. The patient reported removing the device following the treatment and blacking out. The patient alleged that the she was pressing the response button buttons and the device did not stop the treatment, leaving the patient concerned that the device might have malfunctioned. Motion artifact contributed to the false detection. Per the downloaded patient data, the response buttons were not pressed during the event. The patient was admitted to the hospital and continued wearing the lifevest.

Event description:
A us distributor contacted zoll to report that a patient experienced and inappropriate defibrillation event consisting of one shock. The patient was reportedly conscious, standing, and getting a drink of water at the time of the event. The patient reported removing the device following the treatment and blacking out. The patient alleged that the she was pressing the response button buttons and the device did not stop the treatment, leaving the patient concerned that the device might have malfunctioned. Motion artifact contributed to the false detection. Per the downloaded patient data, the response buttons were not pressed during the event. The patient was admitted to the hospital and continued wearing the lifevest.

Manufacturer narrative:
There was no death associated with the defibrillation event. No information to suggest the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication that the response buttons malfunctioned. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The trunk cable was missing. Monitor sn (B)(4) manufacturing date: 4/25/2016. Electrode belt sn (B)(4) manufacturing date: 7/25/2012. Additional inappropriate defibrillation narrative: a cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient alleged pressing the response buttons but at this time of the investigation, there is no indication of the response buttons having been pressed). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.